Event description:
It was reported that the programmer was overheating, and the customer could smell burning; the programmer did not function at all. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment; no anomalies were found with the device. The device passed final functional and system tests.